Event description:
It was reported that the patient presented remote via merlin.net. Upon review of the transmission, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. There were no patient consequences.